Manufacturer narrative:
(B)(4). Eval, results: (ruptured aneurysm, endoleak, death, migration), (disease progression; tortuous and large diameter neck. Pt not compliant with f/u visits). Conclusion: (disease progression; tortuous and large diameter neck. Pt not compliant with f/u visits).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 9cm abdominal aortic aneurysm approx 48 months ago. The aneurysm was 8.4 x 7.3 cm four months ago and at rupture the aneurysm was 10 x 9 cm. The aortic neck was about 26 mm, slightly bigger distally and had anterior angulation. There was no calcification. Two yrs post initial implant, the aneurysm had shrunk considerably and migrated 15 mm; the aorta became more tortuous and along with the fairly large neck diameter caused the device to migrate. The last 6 CT scans showed a progression of device migration. The CT done this yr showed the device 3 cm from the renals and sitting in the aneurysm. The implanting physician said that the pt was not compliant with f/u visits. The physician had notified the pt three months before the pt's death informing them that they have a life threatening condition and needed to come in. Unfortunately, the pt took a long time to follow through and the aneurysm ruptured and the pt expired.